Event description:
It was reported that during an implant procedure, the attempted implant of this right ventricular (rv) lead was unsuccessful due to dislodgment. The physician observed this rv lead to have dislodged while working on the left ventricular (lv) lead. The physician removed the rv lead and successfully replaced it with a new lead. No additional adverse patient effects were reported. The rv lead was retained by the hospital and is not expected to return for analysis.

Manufacturer narrative:
Amendment to previous report: further review of provided information, evidence suggests the recurrence of the malfunction is not likely to cause or contribute to serious injury should it occur again as the issue was resolved with a new lead prior to pocket closure and does not hinder critical therapy delivery as such no serious injury should be reported.

Event description:
It was reported that this right ventricular (rv) lead attempted implant was unsuccessful due to unknown reasons. The lead was removed and replaced with a new lead. No adverse patient effects were reported. No additional information is available at this time.